Event description:
The following was reported to gore: on (B)(6) 2022, a patient was to be implanted with a 10mm x 10cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn® device) to construct left carotid chimney during the treatment of thoracic aortic aneurysm procedure. The viabahn® device was observed with the full expansion from the imaging. When the physician was about to remove the delivery system, it seemed that the distal tip (2cm) was detached. A snare was used from left common femoral artery to remove the detachment part successfully. Physician found that the distal tip and distal shaft assembly (12cm) detached from the delivery catheter at transition assembly after it was removed. The procedure completed successfully with the delay of 2 hours. Patient did not experience adverse consequence.

Manufacturer narrative:
Patient weight and age were unavailable. A review of the manufacturing records indicated the device met pre-release specifications. The device remains implanted in patient, the delivery system was returned and is under investigation. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A review of returned photos was completed as part of the investigation. Four device photos were returned demonstrating component separation of the distal shaft of the catheter from the transition of the distal shaft to remainder of the catheter. The photos are consistent with the information gathered during the engineering evaluation. An engineering evaluation was performed on the returned device as part of the investigation. The device was returned with the distal shaft assembly (including distal tip) detached from the remainder of the catheter. The primary device failure mode, related to distal shaft separation, was confirmed during evaluation of the returned product. Device evaluation demonstrated findings consistent with execution of a transition to distal shaft bond during device manufacture. These findings, including material flow on the distal shaft from the thermal bonding process and a braid pattern observed in the transition, support that bond formation occurred. However, this investigation could not independently confirm how the device was handled in the field or any subsequent manipulation that may have compromised the integrity of the bond. No resistance or use of excessive force that could lead to a broken or compromised delivery system was reported, and the physician could not identify potential cause or contributing factors. Therefore, the root cause of the reported failure mode could not be established with the available information, including device evaluation. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.